Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer reached out multiple times, however, despite troubleshooting with tandem support the occlusions persisted resulting in the customer blood glucose level to display as "high," a specific value was not provided, and on (B)(6) 2026 tandem recommended and sent a replacement pump. The customer continued to use the pump for insulin therapy. On 3/3/26 customer called back in with an additional occlusion and while on the phone with tandem confirmed they were moving over to the replacement pump tandem provided.